Event description:
On (B)(6) 2014 a follow-up was conducted for the subject ICD. According to the reporter, the programmer displayed a message stating that a device reset had occurred. Verification of the device integrity and patient management recommendations were requested. Preliminary analysis of the programmer files revealed that the last reset occurred on (B)(6) 2013.

Event description:
On (B)(6) 2014, a follow-up was conducted for the subject ICD. According to the reporter, the programmer displayed a message stating that a device reset had occurred. Verification of the device integrity and patient management recommendations were requested. Preliminary analysis of the programmer files revealed that the last reset occurred on (B)(6)2013.